Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 551553, expiration date 07/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Caller states patient tested hi (greater than 600 mg/dl) on inform system 1 and 249 mg/dl on inform system 2 within 10 minutes. Comfort curve test strips were used. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.